Manufacturer narrative:
Pump received with stripped battery cap coin slot, cracked battery tube threads, cracked reservoir tube lip. Down arrow button did not respond due to corroded keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer stated that the battery cap is damaged and is difficult to remove. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.